Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/15/2024, a clindex notification was received indicating that a severe complication occurred that resulted in a revision surgery listed on the foot and ankle registry. A CT scan showed that one screw was placed with the tip in the joint which caused pain and needed to be prematurely removed. After that, the patient reported less pain. The initial procedure took place on (B)(6) 2022, and the revision took place on (B)(6) 2023.